Event description:
A malfunction was reported by a caller when a pump issue occurred after going through a metal detector. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to call back if the issue happened again.